Event description:
Allegation received that the knee section was going up on it's own. No injury reported.

Manufacturer narrative:
Bed located in service area. Tech found contaminant on the pt right ucm board. Possible cleaning solution from housekeeping. Cleaned contaminant off board to resolve this issue. Bed operating properly.